Event description:
This lead was implanted on (B)(6) 2010 and still remains implanted at this time. It was noted on (B)(6) 2016 that the ra lead exhibited increased atrial threshold of 20v from 0.9v. The physician was dr. Patel at aubum hospital in aubum, australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)